Manufacturer narrative:
(B)(4). The customer reported a leak in the cassette due to fissure. The reported condition was not confirmed. The root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is an international report where the customer reported a leak in the cassette due to fisure. The patient was connected. There was patient involvement but no patient injury or medical intervention were reported for this event.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.